Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient ¿felt nothing¿ following an implantable neurostimulator (ins) replacement procedure. It was stated that impedance testing performed when the ins was replaced with the patient under general anesthesia measured impedances of less than 1300 ohms. However, impedance testing performed when the patient ¿felt nothing¿ while awake and set to 4 volts of stimulation, found the impedances were ¿more than 10000¿ ohms. The patient returned to the operating room at that time for a second procedure, where their lead was switched from channel 1 to channel 2 and they were reprogrammed. Following the switch, the patient reported they felt the paresthesia, though impedance testing found the impedances remained greater than 10000 ohms. The patient continued to feel the paresthesia the following day and impedances remained greater than 10000 ohms at that time. There were no external factors reported to have led or contributed to the issue. It was unknown whether the issue was considered resolved at the time of report; the patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.